Manufacturer narrative:
Product event summary evaluation summery (B)(4): the generator was returned, and analysis was unable to confirm the customer comment that the settings were unable to be adjusted. The unit passed all final quality assurance tests. Analysis did find that both bail covers were broken. (B)(4).

Event description:
It was reported that the settings on the external pulse generator were unable to be adjusted. The generator was returned for service. No patient complications have been reported as a result of this event.

Event description:
It was reported that the settings on the external pulse generator were unable to be adjusted. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).